Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no exp date for this product. Actual device was evaluated in the field. Eval summary: this is a known issue and is associated with the recall listed above. A field technician was dispatched to the account for an unrelated issue, and identified the one side of the pitch arm adjustment welds breaking on the yoke. The yoke was replaced per recall protocol. This is not a single use product.

Event description:
It was reported that operating (B)(6) had a broken yoke which is a product involved in a current recall. There was no reported pt involvement and no reported adverse consequences.